Manufacturer narrative:
Terumo has received the actual device for evaluation; however, and investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo corporation that the oxygenator was primed via a recirculation-line before cardiopulmonary bypass in an operation for aortic valve replacement. The circulation-line was not connected to the patient yet. During priming, the prime was found to be leaking from a crack in the purge line. The purge line was replaced with a new one. The operation was then continued and was successfully completed with no harm to the patient. No impact on patient. The device was changed out. The surgery was completed successfully.

Manufacturer narrative:
A visual inspection of the actual device found a crack in the tubing near the l-shaped connector of the purge line. Magnifying and electron microscopic inspection found that the crack was not similar to the crack made with a cutter in the production process. The broken section of the tube was analyzed, and it was determined that the crack happened after the tubing was connected to the l-shaped connector; however, there is no possibility of the tubing contacting something hard in the assembly process. A review of the device history record revealed no indication of production related problems. In accordance with the investigation, it is possible that the tubing contacted something hard during use; however, the root cause was unable to be determined definitely. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.